Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure due to eol, pace/sense portion could not be removed from the header. Device was explanted and replaced. Patient's condition was well and there were no adverse consequences.

Manufacturer narrative:
The reported field event of an inability to remove the lead from the header was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the vring and vtip set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screws.